Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that, following unrelated surgeries where the ipg was not placed in surgery mode in any procedures, the ipg was unable to communicate with external devices. Company manufacturers met with patient and unable to reconnect. Ipg is inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.